Event description:
It was reported to medtronic neurosurgery that the valve setting changed spontaneously from 2.5 to 0.5 several times. The pt responded each time with clinical symptoms of overdrainage. As a result the valve was replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.